Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump got wet and not turning on. Customer was went into the pool. Customer had noticed fluid under the liquid crystalline display. The insulin pump was cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display, moisture damage and cosmetic damage at the case (battery tube) on event date (B)(6), 2022. Test p-cap locks properly into reservoir compartment. Unable to perform the displacement test due to a prime anomaly. Device passed the active current test. However, unit failed the sleep current test and a power supply test failed during self-test. Occurred during the self test. No blank display was noted during testing. Device history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A power supply test failed during self-test. Occurred during testing on (B)(6), 2022 13:43:28.000 due to moisture damage. Device was cut open to perform visual inspection and found moisture damage on electric board and the force sensor. During visual inspection the following were noted: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube) and label damage (faded serial number label). In summary, blank display is not confirmed, cosmetic damage confirmed at cracked case (batter tube) and moisture damage confirmed on electric board and the force sensor. Power supply test failed during self-test was observed during failed self test due to moisture damage to the j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.